Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No specific info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No add'l info was provided.